Event description:
It was reported during a band revision surgery due to band slippage, the silicone piece was freely floating on the tube. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Date sent: 10/26/2009. Device was not returned for evaluation. Device remains implanted.